Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). The following literature cite has been reviewed: cammisa e, la verde m, coliva f, favero a, sassoli I, fratini s, alesi d, lullini g, zaffagnini s, marcheggiani muccioli gm. Low response rate to follow-up using telemedicine after total knee replacement during the covid-19 pandemic in italy. J clin med. 2024 jan 9;13(2):360. Doi: 10.3390/jcm13020360. Pmid: 38256494; pmcid: pmc10816610. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cammisa e, la verde m, coliva f, favero a, sassoli I, fratini s, alesi d, lullini g, zaffagnini s, marcheggiani muccioli gm. Low response rate to follow-up using telemedicine after total knee replacement during the covid-19 pandemic in italy. J clin med. 2024 jan 9;13(2):360. Doi: 10.3390/jcm13020360. Pmid: 38256494; pmcid: pmc10816610. Objective/methods/study data: this study aimed to evaluate the survival rate and medium-term outcomes of 100 patients after cemented attune posterior stabilized(ps) mobile-bearing (mb) total knee arthroplasties (tka) implanted between 2015-2017 using a telemedicine platform during the covid-19 pandemic in italy. The cement utilized is unknown and there is insufficient information to determine if the patellas were resurfaced. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown attune femoral component, unknown tibial tray, and unknown tibial insert. Adverse event(s) and provided interventions possibly associated with unk attune femoral component (qty 5). 4 reports of deep vein thrombosis. No treatment specified for this serious injury. 1 report of pulmonary embolism. No treatment specified for this serious injury. Adverse event(s) and provided interventions possibly associated with unk attune tibial insert (qty 5) 4 reports of deep vein thrombosis. No treatment specified for this serious injury. 1 report of pulmonary embolism. No treatment specified for this serious injury. Adverse event(s) and provided interventions possibly associated with unk attune tibial tray (qty 6). 4 reports of deep vein thrombosis. No treatment specified for this serious injury. 1 report of pulmonary embolism. No treatment specified for this serious injury. 1 revision to treat aseptic loosening of the tibial tray at an unknown interface. There was no additional event information provided.